Event description:
It was reported that, during a remote follow-up, episodes of post sensed t-wave oversensing (pstwos) were observed on the device. Abbott technical support (ts) was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information received indicated that programming was performed to resolve the event.